Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose. Customer current blood glucose was under 2 mmol/l. Customer¿s current blood glucose was 7.7 mmol/l. Customer¿s blood glucose was treated with food. Customer did not experienced symptoms due to low blood glucose. Troubleshooting was done for low blood glucose. Auto mode feature was delivering insulin at the time of the event. Customer has used insulin pump system within 48 hours of reporting low blood glucose. Based on the customer¿s report they alleged insulin pump was over delivering as bolus wizard was not taken into account the active insulin when calculating boluses. The reservoir will not be return the product for analysis.